Manufacturer narrative:
Sample will be returned. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
Patient stated he had to go to the emergency department after eating one night because his pen needles would not work and his blood glucose level was high. Patient states that when using the pen needle the plunger goes down, but nothing comes out. Patient states that he was given IV insulin slowly while at the hospital to bring his blood sugar levels back down.